Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy . A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Additional information: red particles observed on the surface of the shell. Red biological tissue observed on the surface of shell. It is not possible to determine the lot number or catalog through the photos provided. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, seroma-late

Event description:
Company representative reported a baker iii capsular contracture and seroma. This relates to the right side. Device has been explanted.

Event description:
Healthcare professional reported left side "the thick fibrous capsules infiltrated by macrophages and multinucleated giant cells of foreign body type were also observed".

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Company representative reported a baker iii capsular contracture and seroma. Healthcare professional reported "the thick fibrous capsules infiltrated by macrophages and multinucleated giant cells of foreign body type were also observed".this relates to the right side. Device has been explanted.